Manufacturer narrative:
The patient contacted hillrom respiratory customer support to discuss field action letter and reported his third-party oxygen concentrator flow meter ball dropping below the 5l mark when the concentrator is connected to the life 2000 device. The patient denied oxygen desaturation associated with flow meter ball drop but did report that he experiences oxygen desaturation (88% noted) on exertion with the use of the device. The patient did not allege a malfunction of the life 2000 device and did not report any required medical intervention. The patient was not with the device at the time of the call and requested a retuned call, however multiple attempts to obtain additional details of the allegation have been unsuccessful. The device is not being returned at this time. This patient is a 49-year-old male with a history of desaturation on exertion, chronic respiratory failure, exercise-induced asthma, restrictive lung disease, ards secondary to covid-19, pneumonia, obstructive sleep apnea, hypertension, and obesity. The patient utilizes the life 2000 device in conjunction with a 5l oxygen concentrator (unknown manufacturer). The breathe technologies life2000® ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The system consists of the life2000 ventilator and compressor. The system is intended for use by qualified, trained personnel under the direction of a physician. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (et tube) or non-invasively (mask, nasal pillow interface) as well as assist/control mode of ventilation. The system is suitable for use in home and institutional settings and is not intended for ambulance or air transportation. Oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, emphysema, respiratory failure, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, although the patient¿s oxygen level was clinically below the normal range, the desaturation (noted 88% spo2) was temporary and no medical intervention was reported. Furthermore, this event was not life-threatening and there was no report of permanent impairment of body function or damage to body structure; therefore, a serious injury did not occur in this case. Additional follow-up with the patient by a respiratory clinician as well as possible device inspection (upon return of the device) is pending, therefore, it is unable to be excluded that the cause of the reported drop in oxygen saturation is possibly related to the patient¿s oxygen needs requiring titration of the device, or a system interaction/malfunction between the life2000 and third-party vendor concentrator leading to oxygen flow from the concentrator falling below the prescribed level, as well as other factors such as patient's underlying pulmonary pathology. If this system interaction/malfunction were to recur, it is likely to cause or contribute to a serious injury. If any additional relevant details are received the complaint will be addressed accordingly.

Event description:
The patient contacted hillrom respiratory customer support to discuss field action letter and reported his third-party oxygen concentrator flow meter ball dropping below the 5l mark when the concentrator is connected to the life 2000 device. This report was filed in our complaint handling system as complaint (B)(4).